Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing recurrent hospitalizations, post-implant, related to shortness of breath, low ejection fraction and fluid retention around the lung and heart area.